Event description:
Tampons didn't have a string [device physical property issue]. Tampon didn't dispense [device deployment issue]. Case description: consumer reported via phone that two tampons didn't have a string and one tampon didn't dispense. No injury reported.